Manufacturer narrative:
On 1/7/2021, during the visual evaluation of the device, no apparent damage, wrinkles, or deformation was observed. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, during the visual evaluation of the picture, an implant wrinkled was observed on the shell. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number 9442849, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 225cc appeared to be wrinkled intra-operatively. The device appeared to be deformed. There was no patient consequence or delay in surgery.